Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, calcified and 90% stenotic mid right coronary artery. The physician advanced the 2.0x12mm maverick2 balloon to the lesion and inflated the balloon three times to 10atms. The balloon ruptured on the fourth inflation around 10atms. There were no patient complications. The device was removed from the patient intact. The procedure was successfully completed with a different balloon and the deployment of a stent. Patient status is reported as "good".